Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose ranged from 196-197 mg/dl.